Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is 2 of 3 mdrs filed for the same event (reference 1825034-2014-01838 & 02872 / 02873).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, joint effusion and fluid were noted. The fluid on the posterior lateral quadrant of the right hip measured 32.6x30.2x36.8mm. A snapping, popping and other audible noise was reported in 2008 and also in 2008, a medial spike protruding from the lesser trochanter was observed. Patient also reported experiencing dislocation. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "trochanteric avulsion or non-union as a result of excess muscular tension, early weight bearing, or inadequate reattachment." Number 14 states, "postoperative bone fracture and pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, joint effusion and fluid were noted. The fluid on the posterior lateral quadrant of the right hip measured 32.6x30.2x36.8mm. A snapping, popping and other audible noise was reported in 2008 and also in 2008, a medial spike protruding from the lesser trochanter was observed. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6)clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, joint effusion and fluid were noted. The fluid on the posterior lateral quadrant of the right hip measured 32.6x30.2x36.8mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.